Manufacturer narrative:
Product ID 7438, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3389s-40, lot# v058320, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a deep brain stimulator implanted in (B)(6) 2008. It was noted that all kinds of tuning was done with the pain only worse. The patient had needed to have botox injections and heavy medication to treat their pain. The healthcare professional¿s (hcp) conclusion was that they must have put it in wrong. The hcp wanted to try again in another spot so in (B)(6) 2010 the hcp had pulled it all out, waited a month and installed a new one. It was later reported that the patient had had 2 deep brain stimulators one was explanted in 2010. It was noted that the deep brain stimulator was ineffective in treating the patient¿s spasticity. Additional information was requested but had not been received as of the date of this report.